Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr xl acetabular system (left). Reason(s) for revision: pain . ***update received 12th june 2014. Querying surgery date and product codes. Update received 14th june 2014. Taper sleeve added. *** response received 21st june 2014. Surgery date confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (left). Reason(s) for revision: pain. Update received 12th june 2014. Querying surgery date and product codes. Update received 14th june 2014. Taper sleeve added. Response received 21st june 2014. Surgery date confirmed. Update - lot number for the head is actually for the sleeve. Amended this and added manufacturing date for sleeve. Amended implant date and queried correct lot number for head. Taken from (B)(6) data base dated 22nd july 2014.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision; asr xl acetabular system (left). Reason(s) for revision: pain. Update received (B)(4) 2014. Querying surgery date and product codes. Update received (B)(4) 2014. Taper sleeve added.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.